Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used on the breastbone. The needle passed into the tissue, but the bone was too hard to pass through. The needle tip broke and remains in the breastbone. The surgeon closed the wound without retrieving the broken piece. The surgeon opines that it would be too difficult to retrieve. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch elp501 mfg date: 10/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."